Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified brachial vein. A mustang7.0 x 40, 75cm was selected for use. During the fourth inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
E1:initial reporter address1: (B)(6). G4 - premarket / 510(k) #:k141521, k141597.